Manufacturer narrative:
A philips field service personnel (fsp) went onsite for a functional check of the unit, as well as a one-week endurance test. The device worked to specification and no fault was detected. A good faith effort (gfe) was sent out to confirm sound. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device reported a speaker error. It is unknown if the device produced sound at the time of the report. The device was in use on patient at time of event; there was no adverse event reported.

Manufacturer narrative:
Box e: initial reporter. Updated reporting institution name, reporting address line 1, reporting address city, reporting address postal. A philips field service personnel (fsp) went onsite for a functional check of the unit, as well as a one-week endurance test. Results of functional testing found the device worked to specification and no fault was detected. A good faith effort (gfe) response could not confirm if there was sound present at the time of the event. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. The reported problem was not confirmed. The investigation concludes that no further action is required at this time. No further investigation or action is warranted.